Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The keypad was responsive during testing. Received pump with audio turned off in settings. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio anomaly noted during testing. No rewind anomaly and no delivery alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus for history files and traces. No no delivery alarms were found in history files on event date. No motor alarms or alerts were found in history file. No stuck key alarm was found in history file. Pump was cut to perform visual inspection found moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: battery tube threads cracked, scratched case, missing display window cover, pillowing keypad overlay. No delivery alarm is not confirmed. Rewind anomaly is not confirmed. The keypad unresponsive is not confirmed and was responsive during testing. Cosmetic damage is confirmed at the unspecified area. Audio anomaly is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, keypad/button unresponsive/button error, no delivery/occlusion alarm, damage (physical or cosmetic), audio/vibrate anomaly/absence of alarm, occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-386a, mmt-332a. Troubleshooting was not performed and customer reported part of the battery cap recall. Customer reported scratches on screen preventing from being able to see screen. Random unexplained no delivery alerts and button are harder to press. Pump was slower during rewind and making a louder and grinding noises. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-386a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.